Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced vaginal pain and difficulty emptying bladder after the procedure. The patient had voiding difficulty but was unable to self catheterize due to pain. The patient underwent an examination under anaesthesia; cystoscopy and urodynamics and was treated with antimuscarinics and low dose antibiotics. The patient underwent division of the sling on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.